Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that was noticed when they removed the cassette from their liberty select cycler. The patient stated they were receiving 'm31 air detected in cassette' and 'drain line is blocked' alarms during the treatment. The patient was advised to re-setup with new supplies. It is unknown what phase of treatment the patient was in when the alarms occurred. When the cassette was removed, the patient noticed fluid on the exterior of the cassette and within the pump module area. The patient was unsure where exactly the fluid leak was coming from. The patient confirmed that they knew how to perform continuous ambulatory pd (capd)/manual therapy, but they did not have the necessary supplies to do so. The patient attempted to use their cycler the following night, and they received a different alarm. They contacted ts who advised them to discontinue use of the cycler. A replacement cycler was then issued to the patient. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pdrn was aware of the fluid leak that occurred. The pdrn was unsure where the leak was coming from, or when it occurred during the treatment. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy. However, the patient did not complete their treatment on the night of the leak. The pdrn said the patient did not have any manual solution bags set up and ready to use. The patient was not prescribed prophylactic antibiotics due to the event. The pdrn confirmed the replacement cycler was received, and the patient was continuing pd therapy on the new machine without any further problems. The cycler is expected to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that was noticed when they removed the cassette from their liberty select cycler. The patient stated they were receiving 'm31 air detected in cassette' and 'drain line is blocked' alarms during the treatment. The patient was advised to re-setup with new supplies. It is unknown what phase of treatment the patient was in when the alarms occurred. When the cassette was removed, the patient noticed fluid on the exterior of the cassette and within the pump module area. The patient was unsure where exactly the fluid leak was coming from. The patient confirmed that they knew how to perform continuous ambulatory pd (capd)/manual therapy, but they did not have the necessary supplies to do so. The patient attempted to use their cycler the following night, and they received a different alarm. They contacted ts who advised them to discontinue use of the cycler. A replacement cycler was then issued to the patient. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pdrn was aware of the fluid leak that occurred. The pdrn was unsure where the leak was coming from, or when it occurred during the treatment. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy. However, the patient did not complete their treatment on the night of the leak. The pdrn said the patient did not have any manual solution bags set up and ready to use. The patient was not prescribed prophylactic antibiotics due to the event. The pdrn confirmed the replacement cycler was received, and the patient was continuing pd therapy on the new machine without any further problems. The cycler is expected to be returned for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although the complaint device was reported to be available for manufacturer evaluation, to date no parts have been received. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.